Manufacturer narrative:
Product analysis: the stylus was found to be misaligned with the cursor. The stylus was calibrated. The device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for evaluation, and subsequently tested out of specification. There was no patient involvement.